Event description:
It was noted via interdepartmental helpline solutions tracker that customer was stuck in fill cannula and was not able to get past screen. Customer also reported to have high blood glucose of 400 mg/dl due to stress due to a funeral. Customer reported of having skin issues and experienced sensor glucose versus blood glucose differences. Customer declined assistance from helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.